Event description:
Original complaint description: customer reported very low bone quality even with underdrilling site. Opt not to place additional planned implants. On (B)(6) 2019 - contacted customer for additional event information. They stated that the bone quality was very poor. No primary stability, so they removed the implant and grafted the site. (Non-integration).